Event description:
Pursuant to info received the physician the pt was implanted with a smooth saline prosthesis on 10/6/95. Subsequently, on 10/29/96 the physician noted that the pt's right prosthesis had extruded and removed the prosthesis on 10/29/96. No add'l info regarding this occurrence the physician noted is available at this time.